Event description:
A nurse reported two patients at their facility had intraocular lenses (iol) explanted due to unexpected postoperative refractions following iol implant surgery. The facility reported they replaced this patient's 12.0d iol with a 10.5d iol of the same model. It was reported by the user facility, this may be a calculation error; however, at this time they are not sure what caused the unexpected outcome. Additional information has been requested. There are three medical device reports being filed; this report is for the first patient.

Manufacturer narrative:
The product was returned for analysis and damage was observed. While were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Upon return, the lens was observed to be improperly re-cased by the customer, which resulted in optic damage. Results from the product history record review indicated the product met release criteria. The facility reported they replaced this 12.0d iol with a 10.5d iol of the same model. There have been no other complaints reported in the lot number. Additional information was requested on 11/24/2009 and 12/07/2009 by phone, fax and mail. A completed questionnaire has not been received.